Event description:
On 6/19/95-report of tpn tubing leak. On 6/20/95-chs replaced tubing with substitute suggested by co.; non-filtered tubing with a separate filter attachment. On 6/23/95-pt admitted for course of chemotherapy (6/24-6/25); pt developed fevers, hypotension consistent with septic shock. Strep veridans isolated from blood culture. Attending physician thinks it is possible the tubing leak & current med problems are related.